Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the foot end brake cam was broken and the foot end hydraulic jack was drifting. No pt involvement or adverse consequences are reported.